Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose was running low and that she was treated with a shot of glucagon. She stated that she did not need to seek emergency medical assistance because her husband had recognized the symptoms and treated her. The blood glucose reading was around 20 mg/dl. The insulin pump passed the self test. Nothing further was reported.